Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the implantable cardioverter defibrillator exhibited myopotential oversensing and post-paced t wave oversensing causing pacing inhibition. Programming changes were performed. The patient was in stable condition.